Event description:
A caretaker at (B)(6) home was using the c450 manual traverse lift to move a patient and when attempting to put the individual in the tub the lift would not lower down. The caretaker pulled the red emergency cord repeatedly resulting in the patient being lowered quickly, stop and then be lifted up. The caretakers repeatedly pulling the cord caused the unit to overheat and the caretaker started to smell smoke.

Manufacturer narrative:
Based on the complaint and the returned lift we have the following synopsis of our investigation: the tape gear hub was reversed spooled; so when the down button is pushed it goes up and when the up button is pushed it goes down. The caretakers multiple attempts to use the hand control by pushing the down button to get the lift to lower the patient, followed with pulling down on the emergency cord caused the lift to overheat and work improperly. The c450 manual traverse lift has a duty cycle for every 1 minute of time used, it will need 9 minutes of off time. This is identified on each lift and in the instruction manual. Root cause: the lift was not used per instructions by not following the duty cycle requirements. (B)(6).